Event description:
As reported, during a robotic inguinal hernia repair the 3dmax large mesh tore when pulled through an 8mm cannula. The surgeon did not use the mesh, a new 3dmax mesh was used to complete the case. There was no patient harm or injury.

Manufacturer narrative:
As reported, the 3dmax large mesh tore when pulled through an 8mm trocar (cannula). The instructions-for-use recommends the use of an 11mm trocar size for product code 0115311. As the sample was not returned for evaluation a definitive conclusion cannot be made, however it is possible that the issue presented due to the use of a trocar smaller than the recommended size. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units released for distribution in june 2021. Per the instructions-for-use, supplied with the device, ¿it is recommended to use a 10mm internal diameter trocar to introduce a medium bard 3dmax mesh, and an 11mm internal diameter trocar to introduce a large bard 3dmax mesh. The size of the extra-large bard 3dmax mesh may inhibit deployment through a trocar. Use an appropriately sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded.